Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 9th, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the alleged foreign material revealed it was received inside of a specimen cup. The material was sent to eag laboratories for further analysis. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod advanced to the cartridge and with the cartridge damaged. The handpiece was disassembled and no additional materials were identified. Furthermore, no damage to the handpiece that could indicate the alleged foreign material was a piece of the handpiece was identified. Per eag laboratories, the bulk of the plastic material is identified as a silicone species similar to polydimethylsiloxane (pdms). The complaint issue of foreign material - loose was identified during product evaluation. Based on the investigation results, no assignable cause could be traced back to manufacturing process regarding the foreign matter received with the device. An assessment was performed, and this type of silicone material found as part of the fourier transform infrared (ftir) comparison is not used in the manufacturing process. Therefore, there was no product deficiency identified or malfunction determined to be associated with the manufacturing process. The product was manufactured according to the established procedures and in compliance with their intended use. Considering an assignable cause could not be traced back to the manufacturing process, no further escalation is deemed necessary. Johnson and johnson surgical vision will continue to monitor this type events. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - initial reporter telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), a fragment of the injector or lens was released into the patient's eye. The surgeon was able to remove it from the eye and the procedure was completed successfully. Through follow-up it was confirmed that there were no adverse effects to the patient. No further information was provided.